Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recp0608 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported the patient was treated with chemotherapy on (B)(6) 2019, and the tube was blocked. The tube was treated with urokinase, and the tube was dredged, which did not cause adverse effects on the patient. No other information was provided.